Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements, due to a suspected conductor fracture. The lead was surgically abandoned and replaced . No additional adverse patient effects were reported. The patient was discharged to home with normal follow ups planned.